Event description:
Additional information: it was reported that since the implant of the pump the healthcare providers (hcp) had been regulating the medication in the pump and were "in the process of getting the right mix of meds".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, implanted: explanted: product type programmer, physician product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. Product ID, 8590-9 lot# n255158 serial# implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Event description:
It was reported, the patient reported an overdose. The patient experienced a burning sensation in his torso from his waist to his head and his arms to his hands. The patient also experienced cognitive changes; his thinking was cloudy and it was hard for him to put words together. It was noted, the patient's lips and tongue felt numb, almost like he could taste the medication. The patient began experiencing his symptoms after his medication was adjusted before he left for a trip. It was noted, the patient had experienced the previously listed symptoms before when an "increase was too much." It was also reported the patient's symptoms got worse and he could feel the medication throughout his body when he delivered a bolus dose. The patient's status was reported as "fair." The device system was used to deliver prialt. Additional information has been requested but was not available as of the date of this report.